Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the vessel sealer instrument would not open manually using the thumbwheel gear nor would it open on the system. Visual inspection confirmed the reported complaint since the grips remained at hard grip where the nut was located at closely to the proximal clevis. The instrument passed homing and successfully fired the knife blade after it was tested on the system. Since the torque screw would not rotate to advance the overmolded nut, the instrument was disassembled for verification of any out specification parts. The pivot pin, torque screw and overmolded nut were found to be within specification. Additionally, the housing was removed and the grip drive gears were inspected for defects. After removing the two washers located distal to the torque drive gear and below planetary gears, the spring on the clutch became loose and the torque screw would now rotate, as a result, opening the grips. It was inconclusive but the failure locking the grips was likely related to the spring clutch and torque drive gear mechanism. The da vinci system logs did not reveal any data related to this failure. The customer reported complaint does not itself constitute a MDR reportable event; however, the torque screw would not rotate to advance the over molded nut, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci abdominoperineal resection procedure the vessel sealer clamped on the vessel but it would not open. The staff tried to turn the wheel to manually open the jaw, but still did not open the jaw. No error messages, would not cut or open after sealing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On october 28, 2014, intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) who reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that the vessel sealer worked initially. The vessel sealer became stuck on mesentery tissue and the jaws of the vessel sealer would not open using the master tool manipulator grips or manually using the instrument wheel. The vessel sealer damaged the tissue; however, the surgeon had planned to remove the tissue prior to the event. The vessel sealer eventually fell away from the tissue after it completed the seal. No error message was received. A backup instrument was opened, although the surgeon did not need to use it to complete the procedure. The patient outcome was good.